Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue placement procedure on (B)(6) 2024. A hydrodissection was performed, and the correct location was confirmed. The hydrogel injection was administered correctly, and the hydrogel was accurately located in the intended space. At the conclusion of the procedure, the hydrogel was noted on the anterior side of the gland near the apex of the prostate. Upon review of computed tomography (CT) scans, the hydrogel was visible wrapping around the late sides of the prostate near the apex. The needle is assumed to have entered and exited the gland before reaching the correct space for hydrodissection. During injection, the hydrogel back flowed through the channel into the gland. The patient's condition was unknown, and the infiltration was reported as ongoing at the time of the report.